Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the pcu alarmed system error and displayed error code 255-12-275. The event occurred in intensive care unit (ICU) during patient use and the user was unable to titrate the infusions. There was no patient harm.